Event description:
It was reported that during a prostatectomy procedure, the clip would not re-open. Upon the first use, it was difficult to engage the clip in the jaws. Then, the applier delivered about ten clips normally before getting stuck on a small artery of a seminal vesicle. After several unsuccessful attempts to open and remove the device, the surgeon had to pull the device, which caused the rupture of the small vessel. Given the small diameter of the vessel, there was no significant bleeding. Regarding the fact that the vessel intended to be removed there were no consequences for the patient, who is currently fine. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaw, orange indicator the analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening/feeding issues. Upon firing of the device and during the first firing sequence one jaw ramp got broken; the remaining clips were ejected. Finally, the device locked out as intended but the orange indicator over traveled. It should be noted that an investigation has been initiated to address the potential root cause of the broken jaw issues. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The found broken jaw and orange indicator failure are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.